Event description:
Additional information received reported that the patient had a tremor return as well as some dystonia symptoms. The patient stated that 'sometimes her words come out wrong.' It was stated that the doctor tried to 'regulate' the patient's 'things' but nothing would happen. It was unclear if that meant that the doctor tried reprogramming or if it meant something different. It was stated that the patient needed to be 'upped' for 'breakthrough tremor and worsening of her dystonia.' It was not clear if 'upped' meant turning up the stimulation voltage or if it meant something different. It was stated that the patient pills 'only work for 1.5-2 hours' then for another 'hour and a half' the patient 'grinds her teeth and her neck is weird.' It was not clear what that meant. It was reported that the patient fell on (B)(6) 2012 and discovered her lead was broken in september. In the mean time she was having 'terrible' tremors on her right side. The patient was not getting stimulation in the left side of her brain. The patient was reprogrammed and it 'was like a miracle.' It worked 'wonderfully.' The left side has been worsening since that time, and the patient stated that they were 'very unsteady' on their feet. The patient wanted to see her medtronic representative for more reprogramming. Later that day it was reported that the medtronic representative was going to meet with the patient in the neurologist's office. No further information was provided.

Event description:
It was later reported that the patient was programmed and was feeling better. It was also reported that the impedance issue resolved on its own.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell on (B)(6)-2012 and was experiencing tremors on the left side. Following the fall it was noted that the patient had an open circuit on electrode #2. The impedance was measured as greater than 40,000 ohms. An x-ray was planned to visualize the system. The patient was programmed using the contact below the one with the open circuit, and it seemed to have acceptable tremor suppression. It was later reported that since and as a result of the reprograming (3-4 weeks previous) the patient had become "manic." The patient had another appointment on (B)(6)-2012.

Manufacturer narrative:
Product ID 748240, serial# (B)(4), implanted: 2006-(B)(6), product type extension product ID 748240, serial# (B)(4), product type extension, product ID 748240, serial# (B)(4), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3389-40, lot# j0519679v, implanted: 2005-(B)(6), product type lead product ID 3389-40, lot# j0519679v, product type lead product ID 3389-40, lot# j0519679v, product type lead product ID 3389-40, lot# j0519679v, product type lead. (B)(4).